Event description:
Please be advised that while investigating an event involving one of our products, biosense webster, inc. Noted a potential adverse event regarding a non-biosense webster, inc. Product. Event description: during an atrial fibrillation case, a pericardial effusion was noticed. After completing ablation in the right veins with the farawave catheter and the faradrive sheath, the patient had a drop in blood pressure. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition and was being sent to the intensive care unit (ICU). No bwi (biosense webster, inc.) Catheters were used for mapping during this procedure. A reprocessed soundstar catheter was used for cartosound only. The soundstar catheter was reprocessed by sterilmed (bio10438577/(B)(6). The caller stated the physician believes a perforation may have occurred on the left side of the heart when manipulating the farawave catheter. Boston scientific pfa (pulsed field ablation) system was in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).